Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage cable. System operates as intended.

Event description:
The customer reported they are unable to take lateral images. No pt injury was reported.